Event description:
On june 12, 2025, haemonetics received a medwatch report (mw5170676) alleging that the collagen of a vascade closure device was protruding, necessitating incision and drainage. No further information was provided.

Manufacturer narrative:
Haemonetics followed up with the customer and was informed that the patient underwent an electrophysiology study with ablation for atrioventricular reentrant tachycardia (avnrt). An anomaly was noted in the right groin approximately six weeks after the procedure and in the left groin about ten weeks post-procedure. No drainage was observed in the left groin, and the attempt at incision and drainage on that side was unsuccessful; however, a procedure was successfully performed in the clinic on the right groin at a different facility. There was no evidence of infection in the left groin. The patient was prescribed prophylactic keflex following the left side procedure. Since the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined.